Event description:
The device's piston rod is frozen, in the middle of the insulin cartrige compartment. No error messages were generated by the device. Patient's blood glucose was no affected and no treatment was received. At the time of the report, patient had already switched to their back-up-device.